Event description:
Event: explant. Case detail: it was reported that in 2003 the pt was treated for right limb ischemia, and exhibited good pulses. The following day the right limb ischemia reappeared and the graft was explanted. The physician expressed that there was no indication that the graft had contributed to the occlusions.